Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion (pe) occurred. A concomitant procedure consisting of pulsed field ablation and attempted left atrial appendage (laa) closure was performed under transesophageal echocardiography (tee) and intracardiac echocardiography (ice) guidance. Baseline imaging demonstrated a trace pe, location unknown. Right femoral vein (rfv) access achieved for farapulse vein isolation. Heparin was given per protocol. Activated clotting time (act) was 299. Transseptal puncture (tsp) was performed using a faradrive and versacross connect system, requiring multiple attempts and radiofrequency applications to cross the interatrial septum (ias). Pulmonary vein isolation was completed with a total of 43 applications, followed by exchange to the watchman trusteer access system (was) over a pigtail wire post ablation. Laa anatomy was noted to be shallow and narrow. Multiple device sizes (20mm, 24mm, and 27mm watchman flx pro closure device and delivery systems (wds)) were attempted; however, adequate positioning and stability could not be achieved despite multiple recaptures and a second tsp was performed for improved coaxial alignment. No issues were noted in crossing second time. New 20mm device was prepped and inserted once pigtail was removed. Then the physician opted to exchange for 24mm and was unable to position a stable device after multiple attempts. Physician exchanged for a 27mm wm device and again was unable to position into the laa due to size. There were no device issues with any of the wds used. The procedure was ultimately aborted. Throughout the procedure, hemodynamics remained stable and repeat imaging demonstrated no increase in the baseline pe. The baseline trace pe remained unchanged. Post index procedure, the patient developed a slow pericardial effusion requiring intervention with drain placement in the operating room. The patient remains hospitalized and is expected to fully recover. It was further reported via gfe the physician feels that tsp did not cause the pe. Patient slowly became hypotensive and was taken in the operating room. Pulled off around 500cc of blood. Patient is doing better. The device is not expected to be returning.

Event description:
It was reported that pericardial effusion (pe) occurred. A concomitant procedure consisting of pulsed field ablation and attempted left atrial appendage (laa) closure was performed under transesophageal echocardiography (tee) and intracardiac echocardiography (ice) guidance. Baseline imaging demonstrated a trace pe, location unknown. Right femoral vein (rfv) access achieved for farapulse vein isolation. Heparin was given per protocol. Activated clotting time (act) was 299. Transseptal puncture (tsp) was performed using a faradrive and versacross connect system, requiring multiple attempts and radiofrequency applications to cross the interatrial septum (ias). Pulmonary vein isolation was completed with a total of 43 applications, followed by exchange to the watchman trusteer access system (was) over a pigtail wire post ablation. Laa anatomy was noted to be shallow and narrow. Multiple device sizes (20mm, 24mm, and 27mm watchman flx pro closure device and delivery systems (wds)) were attempted; however, adequate positioning and stability could not be achieved despite multiple recaptures and a second tsp was performed for improved coaxial alignment. No issues were noted in crossing second time. New 20mm device was prepped and inserted once pigtail was removed. Then the physician opted to exchange for 24mm and was unable to position a stable device after multiple attempts. Physician exchanged for a 27mm wm device and again was unable to position into the laa due to size. There were no device issues with any of the wds used. The procedure was ultimately aborted. Throughout the procedure, hemodynamics remained stable and repeat imaging demonstrated no increase in the baseline pe. The baseline trace pe remained unchanged. Post index procedure, the patient developed a slow pericardial effusion requiring intervention with drain placement in the operating room. The patient remains hospitalized and is expected to fully recover.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.